Manufacturer narrative:
(B)(4). This is a report where the patient improperly disconnected from the set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. The guide also instructs the user to immediately connect a flexicap or opticap disconnect cap to the patient line when disconnecting. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient did not use a flexicap to cap the patient line when disconnecting from the set up. The patient had been in fill one of six of peritoneal dialysis therapy when they disconnected. The technical services representative reviewed proper procedures with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.